Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. No additional patient or event information was provided as the patient advised that they would call back if further assistance was needed.